Event description:
It was reported that prior to an unknown procedure the surgeon could not use the hand switch button during preparation. Another device was used to complete the case. There was no adverse pt consequence.